Event description:
It was reported that the patient was having coupling and or communication issues. It was suspected that the device was flipped, but the flip was not confirmed at this time. The patient had been able to successfully charge every week until yesterday. The patient attempted for two hours without getting coupling bars, but appeared to be able to charge. A communication issue could not be confirmed (only loss of coupling bars). The patient had a charge in the device and was able to read with the patient programmer. It was suggested that a replacement recharger be sent to try to recharge. It was also reported that the patient's pocket was tender and had spots over it. The patient was advised to see her physician. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported antenna locate was used and the patient was able to find her device and received all 8 coupling boxes. The patient was able to recharge without incident and the issue was resolved. It was also noted the patient did not say anything else about irritation at the stimulator site and it was suspected the irritation was temporary and due to repeated attempted to communication with the programmer. It was reported the patient was "fine."

Manufacturer narrative:
Product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer. (B)(4).